Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery cannot be recognized by charger) was confirmed. As received, the battery would not charge in the charger or power on a monitor. Upon evaluation the battery had a low output voltage of 2.12 v. The cause for the inability to charger or power on a monitor is the low output voltage. The root cause for the low output voltage cannot be positively identified but is likely defective cells. No adverse event resulted from the defective battery pack. The pt was issued a replacement battery pack.

Event description:
A pt service representative (psr) contact zoll customer support while assisting a (B)(6) male pt to report that the pt's battery could not be recognized by a charger. The pt was issued a replacement battery pack.